Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: IV ancef administration commenced at 0640. At 0710, the infusion pump alarmed. Upon inspection, the syringe was removed from the pump, revealing that the majority of the medication remained in the syringe. It appears the patient received approximately 5 ml of the 20 ml of medication.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or history logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.